Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The hcp reported that the patient was scheduled to have an MRI on (B)(6) 2017 to check for a possible cerebrovascular accident (cva), as the patient was having slurred speech. The hcp reported that it was unknown if the slurred speech was related to the device or therapy. The rep reported on (B)(6) 2017 that the patient was scheduled for an MRI of their brain, but the patient's c2 impedance showed 28,381 ohms. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the cause of the symptoms remains unknown. At interrogation of the patient¿s ins it was found to be at end of service (eos). The patient¿s left impedances were high, and right impedances were normal. It was stated that the patient will be following up further with a healthcare provider (hcp) to get a new ins. It was stated to be unknown when the issues began.